Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Suspect open spine clamp driver will not be returned to manufacturer for analysis as the site opted not to replace the device.

Event description:
A site representative reported that their open spine clamp driver was found to be in poor condition while in their sterilization department. The spine clamp driver hexagonal tip was severly worn. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Investigation of returned suspect clamp driver finds that returned driver is well worn with a slightly rounded tip but still functional. The reported issue was confirmed to be caused by a mechanical failure due to wear of the driver head. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.